Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Reopened as product was received. Examination of the returned tibial inserts by a depuy (B)(4) polymer research scientist confirmed the wear. The wear contributed the volumetric loss on the articulating surface. The wear pattern on the articulating surfaces indicates the preferential loading of the joint. The observed amount of wear is typical for non-crosslinked poly inserts. Review of the device history records for the one provided lot number a2yet1 found no manufacturing deviations or anomalies. The inspection records were also reviewed for the raw material lot and found no manufacturing deviations or related rejections. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for polyethylene wear.